Event description:
It was reported by the rep that post op a laparoscopic colectomy procedure, 7-10 days post op the patient had a leak. A percutaneous drain was placed. There was no other reported patient consequence. The surgeon does no wish to discuss the event further. Therefore further details are not available.

Manufacturer narrative:
(B)(4). The device was not returned. (B)(4).